Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during medication administration in our maternity department, an IV set was found to have a broken tubing section, resulting in leakage and interruption of the infusion. The set was immediately replaced and the infusion was restarted. Additional information please confirm the number of products affected. ¿ 2420-0007 was patient or user harmed? If yes, please explain ¿ no, the infusion set was changed as mentioned in the complaint form, the awareness date was recorded as 22-jun-2026. Could you please clarify whether this was your own awareness date or if someone from the bd team was already aware of the issue on that date? ¿ the 22 of june was the actual event date and the awareness date is on 25 of june 2026, the bd team was notified on 25 of june 2026. Kindly note that we do not have the actual items that were leaking. Did you require us to send a set from the same batch? We did simulate the infusion with it and no leaking was observed.